Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: : it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending (lad) artery. An 2.00mm x 8mm apex balloon catheter was advance but could not cross. The device was exchanged for a 1.5 mm balloon and the lesion was able to be predilated. A 2.25x20mm promus premier drug eluting stent (des) was advanced; but was unable to cross a previously implanted stent in the lad. The promus premier des was pulled back and it was noted that one of the stent struts on the distal end was lifted. The procedure was completed with the implant of another of the same 2.25x20mm promus premier des. No patient complications were reported and the patient's status is fine.